Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was loose. Additionally, it was reported that the customer was hospitalized, details and nature of hospitalization were not provided. Customer declined additional follow-up from tandem technical support; therefore no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.